Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in a splenic pseudoaneurysm using ruby coils and a non-penumbra microcatheter. During the procedure, a ruby coil (10 mm x 35 cm) was placed into the target location; however, the physician removed the ruby coil due to incomplete coverage of the pseudoaneurysm. The physician attempted to place another ruby coil (12 mm x 60 cm) in the target location but did not like the positioning of the ruby coil. While withdrawing the ruby coil, the ruby coil unintentionally detached in the splenic artery. The physician removed the ruby coil using a snare device. The procedure was completed with a new ruby coil and the same microcatheter. There was no report of an adverse event to the patient.